Manufacturer narrative:
Results of investigation: carefusion was not able to duplicate customer¿s reported problem the ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 72 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test. The unit passed all testing's.

Manufacturer narrative:
(B)(4). Results of investigation: the ventilator is in the process of being evaluated. When the results of the investigation become available, a follow-up medwatch form will be submitted.

Event description:
It was reported by the customer that the ventilator was delivering breaths, then after about one minute, the ventilator stopped delivering breaths. The patient was in intensive care unit when this event occurred. The customer also reported that the ventilator did not alarm. There was no patient harm associated with this issue. The crew tried to troubleshoot the ventilator, but they were unable to fix it.